Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated apparent explant damage. Concomitant products: d314drg, ICD, implanted: (B)(6) 2011.

Event description:
It was reported that there was a lead integrity alert (lia) on the right ventricular (rv) lead due to oversensing of noise. The rv lead was removed and a new lead was implanted. It was further reported that the right atrial (ra) lead was undersensing. The ra lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.